Manufacturer narrative:
Additional manufacturer narrative: this event was already reported under MDR report number 2015691-2015-01122.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention after an implant duration of twelve (12) years and eight (8) months due to severe aortic stenosis. Patient was evaluated by two cv surgeons who felt that the patient was at extreme risk for surgical avr due to the patient's comorbidities. A 20mm transcatheter valve was implanted inside the 19mm pericardial aortic valve. It was reported "the degenerate character of the bioprosthesis is a significant driver of this nyha class IV heart failure." The patient was successfully extubated and subsequently transferred to ccu for further evaluation and rx.

Manufacturer narrative:
Aortic stenosis. Device was not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Without return of the device or additional information the root cause of the event is indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.